Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top and bottom cases are in excellent condition. No visible contamination. Depleted battery found in event history log. Power up process and battery test was able to find battery problem. Battery is 3 years old. Device been sitting for a while without any charge. The root cause of the reported issue was found to be customer induced. Actions were taken to mitigate the reported issue: replaced battery, performed maintenance. UDI information is unknown.

Event description:
It was reported that the device was returned with unknown issue. No patient injury was reported.